Event description:
An altitude alarm was reported for a customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to remove obstructions and clean the pump's speaker holes, after which insulin delivery was able to resume. Following additional instructions and confirming that the alarm did not recur, the pump returned to normal operation.